Event description:
It was reported that the right atrial lead exhibited no sensing during initial implant. The lead was tested in multiple locations without success. The lead was removed and a new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.